Manufacturer narrative:
Qn# (B)(4). The device investigation is pending and the results will be submitted in a follow-up report.

Event description:
Reported issue: urologist was using the vesolock in a robotic prostatectomy and clips would not lock. Three packs of cartridges ope ned and attempted but there was the same problem with all packs. Hem-o-loc found and used successfully as a result.

Manufacturer narrative:
(B)(4). The customer returned one empty cartridge with one loose clip of 61114v vlock lg clip 6/cart 14/box for investigation. No clip applier was returned. The returned sample was visually examined with and without magnification. Biological material was observed on the clip and cartridge. Per r & d feedback, an unacceptable level of flash/hook deformation was observed on the returned clip. An nc was opened to further investigate this issue. A dimensional inspection was not required as a part of this complaint investigation. A functional inspection was performed on the returned clip. A lab inventory clip applier was used. The clip was able to properly load into the jaws of the applier and was successfully applied to over-stressed surgical tubing without detaching. It is possible that the reported issue was caused by using damaged/misaligned appliers, but this could not be confirmed since the appliers were not returned for investigation. No functional issues were found with the returned clip. The device history review for lot number 228053 of product 61114v vlock lg clip 6/cart 14/box investigation did not show issues related to the complaint. The IFU for this product, 15-lb-00368 rev. 00, was reviewed as a part of this complaint investigation. The IFU states, "manual-load applier/remover jaws are delicate and can easily become damaged, as can some other applier/remover components. Mishandling of applier/removers may result in improper load and/or closure of the jaws. Appropriate care, cleaning, lubrication and maintenance are important to ensure proper function. Please examine the applier/remover before each surgery for potential damage." The reported complaint of clips not closing/locking could not be confirmed with the returned sample. The customer returned one empty cartridge with one loose clip. Upon functional inspection, the clip could be loaded into the jaws of a lab inventory applier and was able to properly close onto over-stressed surgical tubing with no issues. However, an unacceptable level of flash/hook deformation was observed on the returned clip. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported issue: urologist was using the vesolock in a robotic prostatectomy and clips would not lock. Three packs of cartridges opened and attempted but there was the same problem with all packs. Hem-o-loc found and used successfully as a result.